Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (<10 mg/dl), 23 mg/dl, and 195 mg/dl. Also on the previous day customer reportedly received the following results on the compact plus system within 10 minutes: lo (<10 mg/dl) and 185 mg/dl. Customer felt fine and had no symptoms; was able to self-treat. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.